Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was having ineffective therapy. It was confirmed that 3 contacts showed high impedance. Reprogramming was attempted with no success. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The reported high impedance was confirmed. The returned octrode (3186) lead had a kink where all the internal wires were broken. When a swift-lock anchor was aligned to the cam impression on the lead body , the fracture corresponded to the proximal end of the anchor. The lead fracture is consistent with an overstress condition or sudden event the lead was subjected to while it was still implanted.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.